Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the during an open partial liver resection procedure. The 1st instrument would not close down on the tissue after only a few firings. The 2nd instrument would not fire, it sounded like the gears just striped. The surgeon decided to stop using a stapler for the procedure and instead used a different device to complete the procedure. The patient had no injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual examination noted that the reload was received with a full complement of staples. Functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.